Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error alarm due to moisture damage on the keypad traces. The device had moisture damage on the electronic assembly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked belt clip slot, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer went swimming the insulin pump attached. The customer's blood glucose was 279 mg/dl which was treated with a manual injection. The caller stated that moisture is seen inside and when the buttons are pushed waster comes out of the device. The caller stated that the customer feels okay. They also stated the reason for the high blood glucose was the insulin not being fully absorbed after eating. The discontinuation of the device was advised. Nothing further was reported.